Event description:
It was reported the screen is very pixelated and off-color. No information was received indicating patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report: the screen was very off color and would fade to a white screen. Loose screws were found to the bracket that holds the low voltage differential signaling printed circuit board (lvds pcb) and the board was not secured to the display. It was also noted that the fan was noisy and there was no stylus to the device.